Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was rewinding on it's own. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: a review of the pump black box revealed no motor issue. The complaint about the motor issue was unable to be duplicated during investigation. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no motor issue alarms observed. The keypad worked appropriately. The pump was opened and there was no evidence of corrosion or damage on the motor flex connector.